Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's spouse reported via phone call of needing assistance programing customer's insulin pump. The spouse states the customer was out of rehab for broken leg. The customer's blood glucose level was 413mg/dl. The customer declined to troubleshoot for the highs and states they would be treating with the pump as soon as it was primed.